Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left radial artery. The non totally occluded, eccentric, restenosed target lesion was located in the non tortuous and moderately calcified left artery. A 6.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion. Standard procedure was done during introduction of the device, but the balloon cannot be inflated. The balloon was removed and was found to be ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)()4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).